Manufacturer narrative:
This was initially reported on the summary report dated 07/25/2014 under exemption e2013032

Event description:
It was reported by the plaintiff&#38112;attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff allegedly experienced infection, pain, dysuria, burning sensation when she urinates, incomplete bladder emptying, recurrent hematuria, urinary urgency, urge incontinence, urinary frequency, mesh erosion and difficulty in urinary and bladder retention. Furthermore, it was reported that the plaintiff died. The cause of death was reported as pulmonary embolism, multiorgan failure and shock.